Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several episodes of noise oversensing on both channels were observed in the device memory. Preliminary analysis revealed simultaneous noise oversensing on both channels, which most probably resulted from atrial and ventricular leads issues.

Event description:
Reportedly, several episodes of noise oversensing on both channels were observed in the device memory. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
Reportedly, several episodes of noise oversensing on both channels were observed in the device memory. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
Reportedly, several episodes of noise oversensing on both channels were observed in the device memory. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Return device analysis did not reveal any issue on the subject pacemaker.

Event description:
Reportedly, several episodes of noise oversensing on both channels were observed in the device memory. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.